Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - hled 500. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. There is no information if the claimed device was not being used for patient treatment or diagnosis when the event took place. The involved zone was probably exposed to collisions and the edges damaged corresponds to a retention zone. These facts indicate that a cleaning agent residue passed through painted surfaces, leads to its degradation. The concentration of chemical products, the stagnation of substance residues on the surfaces are probably the main factors leading to the deterioration of surfaces. To avoid paint degradation and corrosion maquet sas recommends to respect the contact time and to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. The user manual mentions also to perform daily inspection in order to check the presence of paint chip, impact marks or other damage. To prevent similar incident, it is recommended to respect the cleaning instructions avoiding: - prolonged exposure to detergents and disinfectants solutions. - high concentrations. - prohibited products. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time. The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 4th june, 2024, getinge became aware of an issue with one of surgical lights - hled 500. The designated complaint unit employee confirmed based on photographic evidence the paint was chipping from fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.